Event description:
Additional information provided by the account. The staples were removed from the patient's cavity using a suction device and gauze.

Manufacturer narrative:
Ref # (B)(4).

Event description:
According to the reporter, after connecting the device to the anvil, a resident surgeon tried to fire the device, and the safety release broke off from the shaft. He/she fired the device, but no staples were deployed even though the tissue was cut. Another device was opened to correct the problem. Additional tissue resection was required due to the issue. There was tissue damage.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Inspection under the microscope displayed nicks on the knife blade. A secondary knife impression was found on the mylar cover and the safety feature was broken off. The instrument was applied to the appropriate test media producing acceptable results, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the second mylar cut impression may occur if the instrument is attempted to be fired with an anvil of improper size. Replication of the safety damage may occur if the latch is forced into disengagement prior to green indicator visibility. Replication of the observed secondary, knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The investigation detected a secondary condition of knife blade damage that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).